Manufacturer narrative:
The information described in this report was collected by the (B)(6) for the (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. A review of the manufacturing records could not be performed as the lot number was not available. UDI number could not be obtained as the lot number for the device was not available. The date of implant and events are estimated as actual dates were not provided. It is not known if these event(s) have been previously reported. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: reoperation.

Event description:
It was reported to gore via the (B)(6) that on an unknown date in 2015, a patient underwent elective endovascular treatment of an asymptomatic acute dissection in zone 2, which extended to zone 6. The tevar indication was for pain. The primary entry tear was located in zone 2. A conformable gore® tag® thoracic endoprosthesis (tgu373715) was implanted in zone 2, with coverage extending within zone 5. Additionally, the left subclavian artery (lsa) was coil occluded and surgical bypass to the left common carotid (lcca) was performed and the lsa was completely covered. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 40mm, zone not identified. No post-operative complications were reported. The patient had a spinal drain placed and was transferred to the intensive care unit. On an unknown date, approximately pod 7, an additional endovascular intervention was performed on the patient regarding proximal fixation due to device contributing factors. No additional details were provided. The patient was discharged to a nursing home post-operative day (pod) 13. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown pod(s): 13 however no following imaging was reported. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.